Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported that on (B)(6) 2016 they had a return of pain so they went to charge their implant, but during recharging they had intermittent coupling even when they weren't moving. It was reviewed with the consumer how to position the antenna over the implant and a recharge session was attempted which resulted in some coupling bars. As a result a new antenna was going to be sent to see if it helped resolve the issue. It was noted the consumer still had staples on from being implanted which resulted in them feeling pain there, so when they charged they liked to have something in between the antenna and the skin.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.